Event description:
The patient had a bilateral subcutaneous mastectomy in 1980 with placement of silicone breast implants. In 1981 these were replaced because they were hardened. Six years ago the patient developed symptoms of deep muscle pain in the legs. Fatigue also started at this time. She also has trouble concentrating. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The left implant was intact, but nicked at the time of surgery, and the right implant was ruptured.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.